Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unk event description: "[hospital name]" this is a complaint from the hospital; after sealing three times, the jaw did not open. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. The investigation report has been not requested by the hospital. This event unit will be returned. Patient status: no patient injury indicated. Intervention: replaced with a hospital inventory and the procedure was completed.